Manufacturer narrative:
(B)(4) secondary surgery. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc420a collamer aspheric single piece lens on (B)(4) 2010. The lens was explanted on (B)(4) 2010, due to the lens was the wrong power. There were no patient complications, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated with this patient it was extremely difficult to calculate which diopter lens was suitable for the patient. The event was patient related and was not due to the lens.